Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the symptom door not fully latched alarms, determined to be caused by a loose link screw. The link screws were replaced.

Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device alarmed door not fully latched. There was no patient involvement.